Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the genital haemorrhage and menorrhagia had resolved. The reporter considered genital haemorrhage and menorrhagia to be related to essure (ess205). The reporter commented: received treatment for bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. New reporter added. Category of case changed to incident. Patient demographic added. Event injury is replaced by general abnormal bleed. New event menorrhagia (heavy menstrual bleeding) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed / excessive bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test" and device ineffective "device ineffective". The patient's medical history included nabothian cyst, ovarian cyst, uterine bleeding, constipation, gerd, cholecystectomy, rash, vaginal irritation, vaginal odor, diverticulitis, metrorrhagia, multigravida and parity 3 (on (B)(6) 1990, (B)(6) 2000 and (B)(6) 2006)). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anaemia ("anaemia") and iron deficiency ("iron deficiency"), was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroid leiomyoma of uterus") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro insert"). The patient was treated with surgery (hysterectomy (full) and laparoscopic supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and anaemia had resolved and the vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, uterine leiomyoma, iron deficiency and pregnancy with contraceptive device outcome was unknown. The reporter considered anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, iron deficiency, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed / excessive bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test" and device ineffective "device ineffective". The patient's medical history included nabothian cyst, ovarian cyst, uterine bleeding, constipation, gerd, cholecystectomy, rash, vaginal irritation, vaginal odor, diverticulitis, metrorrhagia, multigravida and parity 3 (on (B)(6) 1990, (B)(6) 2000 and (B)(6) 2006)). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anaemia ("anaemia") and iron deficiency ("iron deficiency"), was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroid leiomyoma of uterus") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro insert"). The patient was treated with surgery (hysterectomy (full) and laparoscopic supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and anaemia had resolved and the vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, uterine leiomyoma, iron deficiency and pregnancy with contraceptive device outcome was unknown. The reporter considered anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, iron deficiency, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received, new reporter and patient historical and concomitant condition , lab data , event pregnant with essure micro insert added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed / excessive bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included nabothian cyst, ovarian cyst, uterine bleeding, constipation, gerd, cholecystectomy, rash, vaginal irritation, vaginal odor, diverticulitis and metrorrhagia. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anaemia ("anaemia") and iron deficiency ("iron deficiency") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroid leiomyoma of uterus"). The patient was treated with surgery (hysterectomy (full) and laparoscopic supracervical hysterectomy). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and anaemia had resolved and the vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, uterine leiomyoma and iron deficiency outcome was unknown. The reporter considered anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, iron deficiency, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for bleeding. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia, obesity, anemia, iron deficiency, uterine fibroids, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received- new events-"pelvic pain, abnormal bleeding (vaginal), bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, iron deficiency ,fibroid leiomyoma of uterus and anemia", reporter and patient demography, medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.